Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification. The diagonal artery was pre-dilated and slow flow was observed in the lad which settled eventually. The viper wire was exchanged for a whisper guide wire and orbital atherectomy was performed. Three runs were performed and again slow flow was observed and atherectomy was stopped. The 2.5x23 mm xience alpine stent was implanted in the diagonal coronary artery. The 2.75x38 mm xience alpine was intended for the lad. The device was inflated to 10 atmospheres and a severe perforation was noted in the lad. Cardiac tamponade occurred, medication was provided and the patient was intubated. The patient expired on the table; however, it was stated that the xience alpine stents and whisper wire did not cause or contribute to the patient death and the death was due to the patient anatomy and condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of perforation of vessels, cardiac tamponade are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.